Event description:
The caller alleged discrepant results when repeated the test with inratio meters. The results are as follows: 1.2, 2.1. The caller alleged discrepant results when compared the result with the inratio meter and the lab. The results are as follows: date: 2008. Inratio: 2.1. Lab: 1.9.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1.2, 2.1. Average: 1.65. Stdev: 0.64. %cv: 38.57. As per internal procedure if the %cv is greater than 20%, the criterion is not met. The product will be investigated. The patient also compared with lab results. The results and calculation are as follows: date: 2008. Inratio: 2.1. Lab: 1.9. Mean: 2. Confident limits: 1.3-2.7. As per internal procedure the inratio and lab values are within the confident limits. The product will not be investigated. Since the product is not expected to return, the product will not be investigated.